Event description:
It was reported that when a patient presented to a hospital, myopotential oversensing and noise on the atrial lead was observed, resulting auto mode switch (ams) episodes. Possible lead damage was suspected. Programming changes were made to resolve the issue. After a few days, the patient was presented in emergency room for suspected shock, but false / phantom shocks were observed. The patient had not been shocked. Ams episodes due to a lead were noted. Reprogramming changes were made on the device. The patient will continue to be monitored. No further information is available.